Manufacturer narrative:
Device evaluation summary: device evaluations of electrode belt and monitor have been completed. The reported problem was confirmed. The cause of the electrode belt not screwing on to the monitor was bent pins within the electrode belt connector. Several pins were bent in a random pattern. The root cause of the bent pins cannot be positively identified. However, the most likely cause is the pins were hit by an object when the connector was disconnected from the monitor. Monitor was visually inspected for any signs of damage to the connector. None were identified. The monitor passed all functional tests. The damaged electrode belt connector will be replaced. No adverse event resulted from the bent pins. The electrode belt was not being used by a patient.

Event description:
A lifecor patient services representative (psr) contacted customer support to report that one of the electrode belts she had in her inventory wouldn't screw into the monitor. Support asked her to examine the pins in the electrode belt connector to see if any were bent, she stated no. The psr had another system and tried swapping electrode belts and monitors and got both of them to engage. Support requested the psr perform a download to make sure the systems are working. Psr called back a short time later stating that one system is giving the "add gel, or replace belt" message. A replacement monitor and electrode were provided.